Event description:
The manufacturer's representative reported the patient noticed a critical alarm from the implanted pump, the patient therapy manager (ptm) showed an alarm code. The pump shows motorstop; pump could be programmed, but without success, there is motorstop again. The patient got withdrawal symptoms in the afternoon (sweating). The drug used in the pump was morphine. The patient was treated with oral drug. Manufacturer technical service was contacted for troubleshooting; recommended to replace the pump. The pump was explanted.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results were not complete at the time of this report. A follow up report will be sent when the analysis results become available. Report being sent following internal audit.